Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the patient with an abbott pacemaker was deceased. The cause of death is currently unknown. Further information was requested but is not yet available.

Event description:
Additional information of the death of the patient was not suspected to be due to the device was reported to abbott.